Manufacturer narrative:
The instrument was returned with the proximal clevis detached from the distal end. The proximal clevis was also returned, in three broken pieces. Engineering evaluation observed that the main tube interface wall has collapsed. As a result of the breakage, the wrist is loose and motion is non-intuitive. No other damage was found.

Event description:
(B)(4). Using the da vinci tenaculum to hold the fibroid/uterus, it was noticed that a piece of metal was coming loose and falling off the instrument. The instrument was carefully removed and any visible pieces of metal were removed from the surgical field. On (B)(4) 2011, the initial reporter informed intuitive surgical that all broken pieces were retrieved and there was no injury to the patient.